Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle acetabular cup, sz 54 mm, an ultamet 36 mm metal liner, and a s-rom femoral stem 36 standard neck. Soon after surgery, I began experiencing pain and difficulty with my implant. After several dislocations and the nature of the persistent pain and discomfort, I underwent revision surgery on (B)(6) 2006. I received a depuy s-rom femoral stem 36 standard neck +8, and a depuy s-rom m metal on metal femoral head. In 2009, after feeling a pop and a giving in my left hip, I went to my doctor. I was diagnosed with a left protrusio fracture and therefore, underwent a revision of my left hip on (B)(6) 2009 and subsequent revision on (B)(6) 2010. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2006 - (B)(6) 2009. Diagnosis or reason for use: degenerative bone disease, left hip. Loose left total hip with fracture.